Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-90a, UDI: (B)(4), serial: (B)(6), batch: 10586277.

Event description:
It was reported that during an implant procedure on (B)(6) 2025, the physician suspected a cerebrospinal fluid (csf) leak and subsequently performed a blood patch. It is unknown which lead was at fault.